Manufacturer narrative:
This report will be updated should additional information become available or if analysis is completed.

Event description:
It was reported that the right atrial lead was explanted due to dislodgement that was identified during a routine follow up. Another lead was successfully implanted. There were no adverse patient effects reported.